Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. G5: the 510k is not applicable due to the device is not a medical device. The intellibridge enterprise is a philips interoperability solution that provides a single, standardized point of connection between clinical systems and enterprise information systems, streamlining data exchange and reducing complexity in healthcare environments.

Event description:
Philips received a complaint on an intellibridge enterprise system indicating that the report has wrong patient report content in obx segments. The customer asked a philips technical (tc) to check the logs to find other occurrences of the issue; the tc found 8 occurrences over the last 12 days. The tc worked with customer to resend the reports. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported. This record is for the seventh of the eight patients.